Manufacturer narrative:
Reported event: during the procedure on the patients right knee, half way through burring the tibia, the mako froze in the patient with an error #24 joint 6. Joint 6 was exercised back and forth on the mako as the emergency arm break release override button was activated multiple times. The robot down and the arm was re home the mako. Then we were able to complete the tibia burring without the error occurring again. Device evaluation and results: per (B)(4) - fse could not duplicate the problem. Crisis logs show joint encoder index error. The brake release cycling procedure is one of the troubleshooting techniques used to solve this issue. Device history review: a review of device history records shows that on 11/14/2016 1 was/were inspected and no data device was/were placed on (B)(4) revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows no additional complaints related to the failure in this investigation. Conclusions: performed full pre-surgery checks. Right side auto arm accuracy was very slightly out of calibration. Right side arm was calibrated to resolve this. J6 encoder was inspected and cleaned to isolate problem. Transmission, phase and friction tests were performed and all tests passed. Hass test was performed to verify system operation. System successfully passed all validation testing. Verified system is operating within mako tolerances and specifications. System is ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Dr. (B)(6) had a patient scheduled today for a bilateral pka right and left medial with a start time of 07:45. All pre surgery checks passed on the mako prior to starting with the patients left knee. During the second procedure on the patients right knee, half way through burring the tibia, the mako froze in the patient with an error #24 joint 6. A soft reboot using ctrl print screen k was recommended by technical support, then perform an angle discrepancy check which immediately failed. As dr. (B)(6) was preparing for a manual tibia cut, I asked him if I could try one more troubleshooting procedure to which he agreed. I had him exercise joint 6 back and forth on the mako as I pushed the emergency arm break release override button multiple times. I then shut the robot down and had dr. (B)(6) re home the mako. I then went back into the patients plan and we were able to complete the tibia burring without the error occurring again. Dr. (B)(6) said the tibial cut was not perfect and manually cut out some bone to get a flush fit for the trial implant. Note that the tibial check point and mako burr check both passed successfully prior to re burring. Per supplemental information provided, there was a surgical delay of 15 minutes. Additionally, the procedure was not completed manually, but there was minimal manual bone cut on tibia after burring to level.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) had a patient scheduled today for a bilateral pka right and left medial with a start time of 07:45. All pre surgery checks passed on the mako prior to starting with the patients left knee. During the second procedure on the patients right knee, half way through burring the tibia, the mako froze in the patient with an error #24 joint 6. A soft reboot using ctrl print screen k was recommended by technical support, then performed an angle discrepancy check which immediately failed. As dr. (B)(6) was preparing for a manual tibia cut, I asked him if I could try one more troubleshooting procedure to which he agreed. I had him exercise joint 6 back and forth on the mako as I pushed the emergency arm break release override button multiple times. I then shut the robot down and had dr. (B)(6) re home the mako. I then went back into the patient's plan and we were able to complete the tibia burring without the error occurring again. Dr. (B)(6) said the tibial cut was not perfect and manually cut out some bone to get a flush fit for the trial implant. Note that the tibial check point and mako burr check both passed successfully prior to re burring. Per supplemental information provided, there was a surgical delay of 15 minutes. Additionally, the procedure was not completed manually, but there was minimal manual bone cut on tibia after burring to level.